Event description:
During primary hip surgery the hemi-reamer handle snapped at the junction with the drill trinkle. Customer reports the procedure was completed successfully; however, documentation indicated that patient underwent revision. Greatbatch contacted customer on multiple occasions requesting additional information to determine if the revision surgery was a result of the malfunction experienced. As of the date of this report, customer has not responded. Should additional information be received, a supplemental medwatch 3500a form will be submitted.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was confirmed. The power adaptor coupling end has failed at the junction of the small taper. Failure mode, based on the fracture face shows evidence of torsional overload. Product was manufactured prior to 2009. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.